Event description:
The balloon was unable to be brought back into the stent. The stent pulled further and placed further into the aorta than the dr preferred. Additional info received from medical imaging 1/25/2006: arteriogram with left subclavian angioplasty and stent placement. Access site: left common femoral artery. Placement of a 10mmx37mm balloon expandable stent across a left subclavian proximal stenosis. Slight inferior migration of the balloon expandable stent upon deflation of the balloon which protrudes slightly into the aorta on oblique imaging however, does appear to completely cover the stenosis and there is preserved antegrade flow in the left vertebral and left internal mammary arteries.